Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted, as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). To date, there are no allegations related to the functionality of this device.